Event description:
Clinical study. It was reported that during the index procedure, a dissection occurred. The mid right coronary artery (mid rca) was treated with a 3.0x16mm taxus express2 study stent. The distal circumflex (dist cx) artery was assessed as a type a bifurcation lesion. Via provisional t-stenting, the main vessel was treated with a 2.75x12mm taxus express2 study stent. The left main coronary artery (lmca) was assessed as a type d bifurcation lesion. Via provisional t-stenting, the main vessel was treated with a 3.0x20mm taxus express2 study stent. During the index procedure, per source, non-bsc wires were placed distally in the left anterior descending artery. They were unable to deliver and unspecified graphix wire to the distal diagonal and during the "wiring false lumens were created." Discharge summary stated "if angina is significant we will consider bringing him back for intervention to the diagonal at which time the dissection to the diagonal will have healed." Intervention to the diagonal was deferred. The pt was discharged the next day on aspiring an clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.